Manufacturer narrative:
(B)(4).

Event description:
High out-of-range impedance indicative of open circuits were noted on some of the bipolar electrode pairs. The implantable neurostimulator battery was at or near end of service. It was replaced (reference 6000032201009856). After replacement, post operative impedances remained out of range. The continued pattern high impedances suggests the cause of the problem lay with a lead or extension. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.